Event description:
Healthcare professional reported that a patient was injected in the nose with juvéderm® volux¿ a month ago. Shortly after injection, patient experienced swelling with pus accumulation. Hyaluronidase dissolved it and pus was drained. Symptoms are ongoing.

Manufacturer narrative:
Age or date of birth: in the 20's. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.